Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced air bubbles in the reservoir the night before and woke up with high blood glucose of 444 mg/dl. The air bubbles issue was resolved and it was stated that the blood glucose had risen to 454 mg/dl and assistance was needed on setting a corrective bolus dose. Customer was advised on the sensitivity being relative to the amount of points of the blood glucose level that would come down per unit of insulin but she had to turn to a health professional for advice to deliver the dose. Nothing further reported.